Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. As received, the charger/modem was resetting and was unable to recognize a battery pack. Upon evaluation, liquid contamination was found on the battery board. The charger/modem exhibited a flash memory failure at bga components u104 and u1003 on the c/a board. Root cause analysis of similar bga failure events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported that it was resetting.